Manufacturer narrative:
The smartcard and photos were returned for analysis. Review of the smart card data indicated that prime was completed and the collection was started. The blood temperature warning, a blood leak centrifuge alarm, collect and return air detected warnings and a return pressure warning were triggered. A total of 1460ml whole blood was processed. A review of the blood temperature records shows that blood temperature did not exceed 37c. There are no other incidents in the smart card data prior to the blood leak (centrifuge) alarm. The photo evaluation confirmed that the outer bowl and the outer bowl cover separated near or at the weld joint. This indicates that the cover was still locked into the platen, and both bearing retainers were in the closed position. The drive tube was broken just above the bowl. A review of manufacturing records shows that cover to bowl welding parameters were within the qualified ranges during manufacturing. A material trace of the two components used in manufacturing of the complaint lot kit found no nonconformances. Based on the product evaluation the root cause of the bowl break could not be determined. No manufacturing defect could be determined. (B)(4).

Event description:
Customer reported centrifuge bowl break during a procedure. Bowl break occurred during buffy coat collection. Base of the bowl was still installed, bearing clips were still closed, but rest of the bowl had fallen out of the bowl holder. Patient was reported to be stable. Service order ((B)(4)) was dispatched. Customer will send photos for evaluation.

Manufacturer narrative:
System was used for treatment. A batch record review was performed for lot c156. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. However, trends were reviewed for all complaint categories and no trend was detected for centrifuge bowl leak/break. However, a corrective and preventive action has been initiated and is ongoing to investigate complaint category centrifuge bowl leak/break. Service order (B)(4) completed: service engineer cleaned instrument, replaced centrifuge leak detector strip, noticed interlock had physical wear damage; service engineer fitted, adjusted and tested interlock and performed system checkout procedure successfully, complaint issue was resolved by service. The assessment is based on information available at the time of the investigation. The evaluation of the photos provided by the reporter is still in progress. A supplemental report will be filed when the investigation is complete. (B)(4).